Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley and between the grips. The bipolar yaw pulley exhibits localized melting damage at the base of both of the grip tips. As a result, the electrode was exposed. Electrical continuity was performed and passed. The instrument was put on a in-house machine and energy was delivered. No damage to the conductor wire was observed. The complaint regarding instrument suddenly stopped working was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument couldn't work. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage to the conductor wire at the wrist. There are no other physical damages observed on the instrument. No missing or detached material from portion of the device that enters the patient's body. There was no allegation of unclamping failure while the instrument was gripping tissue. There are no report of issues related to non-intuitive or uncontrolled motion.